Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of propofol, at the rate 25mcg/kg/min, and the delivery was started. The container size was 100ml. No further programming parameters were provided. After an unspecified length of time, the nurse went to the pt's room to change the medication container. At that time, the nurse reported that there was 2 inches of air noted in the tubing set distal to the pump with no pump alarm. It was reported that the medication container was empty; however, the device displayed indicated that 8ml remained to be delivered. No air reached the pt. At that time, the nurse stopped the delivery. The medication container and tubing set were replaced and the therapy was resumed using the same device. At an unspecified time, the pump was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the pump alarmed for air in line when air was noted in the tubing set 2.5 to 3 inches distal to the pump. Though requested, no add'l info was provided.